Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's dbs extension was replaced. Reportedly, during the procedure the extension was found to be fractured with the wires pulled out. The patient reported they had experienced multiple falls.